Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011; 694765 lead, implanted: (B)(6) 2011; 5866-38m adaptor, implanted: (B)(6) 2012. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was also reported that the two epicardial left ventricular (lv) leads were exhibiting high thresholds. The crt-d was explanted and replaced while the leads remain in use. No patient complications have been reported as a result of this event.